Event description:
It was reported that upon review of CT scan and x-ray, it was determined that the filter migrated caudally approximately 6 cm and is resting at the iliac confluence. One (1) leg of the filter appears to be caught in a collateral and is bent at about a 60 degree angle. Patient is asymptomatic. The event was discovered during routine imaging. No injury has been reported and no intervention is planned. The filter was placed approximately 2 months ago. The inner diameter of the vessel was unk, however the physician did report that it was "smaller rather than larger."

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The sample has not been returned for evaluation as it remains implanted. It is unk if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.